Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that on (B)(6) 2018, the patient was unable to get their stimulation to turn off; they could still feel stimulation even though the programmer showed that the therapy was off. The patient had also reported that their stimulation was always uncomfortable, and they have tried to decrease stimulation to make it "tolerable". No trauma or falls was reported to be a contributing factor. They were redirected to the doctor to have the ins checked and to discuss symptoms and programming. No further complications were reported or anticipated.